Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they physician attempted to remove a bile duct stone but could not passed through the papilla. An alliance ii handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the pull wire broke. The physician removed the handle with the outer sheath leaving the pullwire and the basket with entrapped stone inside the patient. An emergency lithotripsy device was used successfully to crush the stone, and remove the trapezoid basket from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found the inner sheath and the basket/wire assembly was detached and removed from the coil/handle. The basket has the wire slightly bent and the tip was intact. The side car- rx presented pushback out of specification. The pull wire was found to have failed and broken from the distal the end of handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the pull wire broke. The customer stated the device failed with while attempting to crush a stone using an alliance handle. Although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Moreover, side car-rx pushback and basket wires slightly bent are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they physician attempted to remove a bile duct stone but could not passed through the papilla. An alliance ii handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the pull wire broke. The physician removed the handle with the outer sheath leaving the pullwire and the basket with entrapped stone inside the patient. An emergency lithotripsy device was used successfully to crush the stone, and remove the trapezoid basket from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.